Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope displayed flickering images. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submit d6b - explant date/explant date null, e1 ¿ first name, last name, e1 - initial reporter establishment name, e1 - address 1, and e1 ¿ city. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.